Manufacturer narrative:
(B)(4). Batch #u93167. Investigation summary: the device was received with skiving of the heat shrink (shaft cover) material. All of the heat shrink material appeared to have been returned. In addition the ptc was firmly attached to the jaw and not detached as reported. The device was mechanically tested and no anomalies were noted. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The IFU warns "prior to inserting or removing the device from the trocar, ensure that the device is in the straight, non-articulated position by confirming that the indicator arrow on the articulation wheel is aligned with the top of the instrument." The IFU also warns the user to discontinue use if black heat shrink covering is damaged. Additional information was requested, and the following was obtained:is the black ptc in the upper jaw detached? The black ptc in upper jaw was what they said looked liked it was coming off. Is the ceramic of the lower jaw detached? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a total laparoscopic hysterectomy, the covering on the jaws of the device came off. Another device was used to complete the case. There were no patient complications reported. One device will be returned.